Event description:
According to the available information during unclotting, the sad leaks and moves abnormally. A few moments later, the patient tried to get up slightly in bed and the sad came out by itself. The balloon was found to be cracked.

Manufacturer narrative:
B3: estimated date. After receiving this complaint, we searched for other complaints and found none on the lot 9282728. We received documentary investigation from our subcontractor: the probable root cause of this issue was a problem with balloon¿s raw material. Checking the quality databases revealed this type of defect is known and closely monitored. A similar case study was perfomed based on same item number and same defect over last four years, 53 similar cases were found. A risk management file evaluation report was performed and concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.